Event description:
On may 16, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that they are experiencing issues when switching presets during cases, and the presets change on their own while scanning is ongoing. Additionally, the on-screen probe image blacks out and will reappear only after the probe and presets are reselected. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.